Event description:
One pt sample with discrepant creatinine results. Initial result gave 144 umol/l. Same sample repeated few days later giving 78 umol/l. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.